Manufacturer narrative:
The product in question was not returned for evaluation, therefore, co is unable to definitively identify the cause of the problems reported. However, co evaluated product from inventory of the same lot. Co was unable to confirm the report of the elbow disconnecting from the wye piece, but co did confirm the report of the tubing disconnecting from the wye piece. Co determined that excess lubricant was used on a small amount of tubing cuffs during the MFR of this lot. To prevent recurrence, the operators were informed of this complaint and retrained to the proper method. Co believes this is isolated to this lot only.

Event description:
Note: company's product labeling instructs the user to secure all connections prior to use. Hospital reported several incidents at set-up, where leakage was detected in circuits, they then noticed disconnects at the elbow to y or tubing to y connections. Reportedly the hospital discarded circuits with disconnects. According to the hospital, there has been no pt involvement with any of the incidents.